Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon withdrawal resistance occurred. The physician placed a taxus express2 3.5x32mm drug eluting stent to the mid circumflex (cx) artery. The stent was deployed at 11 atms for 45 seconds. When the physician deflated the balloon, he had difficulty removing the balloon from the stent. "Had to push guide catheter all the way to stent and used a lot of force to remove. Took a few minutes to remove." No pt injuries or complications occurred. Add'l info regarding this event has been requested.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the pt. The manufacturing records for top assembly batch 8799509 have been reviewed, and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The cause of the difficulties stated in the complaint could not be determined.